Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient woke up at 3am with a blood glucose level of 23mmol/l. An ambulance was called and the patient was transported to the hospital at 4:30am. The patient's blood glucose level was found to be hi in the emergency department. The patient had symptoms of nausea and vomiting and was positive for ketones. The pump was reviewed and the time and date were found to be correct. The basal settings were found to be correct and the patient was using the correct basal program. The patient's advanced settings were found to be correctly programmed. Per the delivery history the pump was found to have delivered as programmed. There is no additional information available at this time. This report is being made based on the allegation that the patient experienced hyperglycemia while using the pump.

Manufacturer narrative:
The pump was returned and investigated was completed on (B)(4) 2012 with the following findings: the black box showed the following deliveries and actions around the time of the adverse event. At 6:51pm on (B)(4) 2012 the user performed a successful rewind, load, prime, and cannula bolus. These actions indicate a probable replacement of the infusion set and cartridge. Shortly after, at 6:56pm, a 19.6 unit bolus delivery was completed. A normal bolus of 16 units was delivered at 8:09pm on (B)(4) 2012. The pump continued accurate basal deliveries until 4:34 am. At that time a cannula bolus as well as multiple normal boluses was completed. There were no alarms leading up to the reported event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).